Manufacturer narrative:
B3 date of event - not provided h3 device evaluation - evaluation of device was not required as the investigation concluded that the suspect device was inadvertently placed in the incorrect tray by the distributor's office and went undetected until it was implanted and unable to accept the mating rod component. Review of device history records found fifty (50) pieces of lot 53934ps were released for distribution on (B)(6) 2026 with no deviation or anomalies. Two-year complaint history review found this to be the only report of this nature for the reported part number. No corrective actions are being recommended.

Event description:
It was reported that a procedure was perfomed on an unknown date utilizing the reform pedicle screw system. While having issues attempting to insert a lordotic ti rod, 5.50 x 35mm (39-lt-5035) it was noted by the surgeon that one of the tulip heads appeared to be a ø4.75 standard screw tulip (59-mt-0301). The tulip and screw were removed and replaced with the correct size tulip, and a new rod was successfully placed to complete the procedure. There was no patient injury but there was a twenty minute delay as a result.